Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged head stuffiness, eye ache, balance issue, dizziness, vertigo, neck pain, chest and nasal congestion and rashing on skin. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section g2 was missing in previous report, which is updated in this follow-up report. Section g3 is updated with additional information.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device became degraded and caused head stuffiness, eye ache, balance issues, experiencing dizziness and vertigo, pain in neck, chest and nasal congestion, and rash. There is no report of the medical intervention that the patient has received at this time. Patient alleged the visualization of particles in airway/tubing/chamber and headache. Device was in use at the time of the event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dirt contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found dust/dirt contamination found around the air inlet and iso port, blower seal, blower box and dark contaminant was found at blower seal on blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of dirt contamination on the bottom enclosure of the humidifier as well as on the reservoir seal. The device was hooked up to power supply, airflow was verified and the device operated properly. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device booted successfully and provided airflow using a known good dc power supply and ac cord. The device's event logs were downloaded and reviewed. Error log showed no errors. Investigation of humidifier found a beige contaminant in the dry box. The manufacturer also found a dust/dirt contaminant on the heater plate. Dreamstation modem error log showed 0 errors. The manufacturer concludes that the manufacturer is unable to assess the symptoms described in the complaint. The manufacturer can confirm the presence of a dust/dirt contaminant around the air inlet and iso port. The manufacturer also found a dust/dirt contaminant on the blower seal. Pil found evidence of water ingress in the blower box. The manufacturer can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed in ER 2243857 (v1). The manufacturer found no evidence of sound abatement foam degradation and breakdown. The manufacturer previously not captured, " visualization of particles in airway/tubing/chamber and headache. Device was in use at the time of the event." In section b5 and it has been updated in this report. Section d9, d10, g3 and h6 has been updated in this report.